Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with the bd luer-lok¿ tip plunger created air bubbles/foam in the blood during the draw. This occurred 4 separate times during use. The following information was provided by the initial reporter: "inpatient lab services reported that they have had 4 instances in which the bd 3ml syringe while pulling the plunger slowly was creating bubble/foam in the blood sample as if the rubber stopper was not sealing appropriately."